Manufacturer narrative:
Evaluation of the returned smart coil revealed that the device was returned advanced outside of its introducer sheath; therefore, the reported inability to advance the coil out of its introducer sheath could not be confirmed. Further evaluation revealed offset coil winds on the embolization coil. This damage was likely incidental to the reported complaint and may have occurred during packaging of return to penumbra. During functional testing, the smart coil was re-sheathed without an issue; subsequently, resistance was experienced while attempting to advance the smart coil within the introducer sheath due to the offset coil winds, and the smart coil could not advance any further. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a subarachnoid hemorrhage (sah) using a penumbra smart coil (smart coil), a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra microcatheter. During the procedure, a smart coil would not advance at all within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using a non-penumbra coil, the same benchmark, and the same microcatheter. There was no report of an adverse effect to the patient.